Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument to perform failure analysis. The instrument was analyzed and driven on an in-house system. The wristed needle driver instrument¿s grip tips were not moving intuitively and were not following the master tool manipulator (mtm) input commands smoothly. The wristed needle driver's motion was unintuitive (started and stopped with master motion but moved in the wrong direction). The instrument passed the recognition and engagement tests. Failure analysis investigations replicated and confirmed the customer reported complaint. The root cause not determinable/ applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The wristed needle driver instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the wristed needle driver instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure after the patient was under anesthesia and port placements, the customer reported that the wristed needle driver instrument did not move in the direction as the surgeon wanted. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The event occurred when the surgeon was attempting to manipulate the instrument from the surgeon console. The instrument persistently moved in the unintended direction with no external collisions. The movements of the surgeon scaled appropriately to the instrument. It was not a static instrument. The timing of instrument movement was appropriate and there was no shakiness/ friction observed. The customer used a backup instrument to continue the procedure. There was no injury to the patient as result of the event. The drape number was unknown, and it would not be returned. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.